Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "default external paddles" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); after evaluation of the device and additional communication with the customer, it was confirmed that the customer configured the device to default to external paddles. The customer was not aware that this is normal operation of the device and operated in accordance to configuration. This event does not pose any clinical impact and does not meet our guidelines for reportability. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend. Analysis for reports of this type has not identified an increase in trend.